Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 128 mg/dl at the time of the incident. It was reported that the act button was not always reacting and that they had to press it hard. It was also reported that the insulin pump was neither exposed to moisture nor pressed against the body. It was reported that the customer was advised that the insulin pump needed to be replaced and was also advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received intermittent button response due to flattened act button dome switch. Inspected the connector on lcd and no unlock keypad connector. Unit received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.